Event description:
It was reported that the implantable cardiac monitor (icm) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.

Event description:
Additional information received indicated the physician did not allege premature battery depletion on the icm, and the patient was stable throughout the procedure but experienced anxiety.

Manufacturer narrative:
The date received by manufacturer date (g3) reported in MDR-2025-48309-02 should have been 06 feb 2026 rather than 11 feb 2026 as a company represent was present for the procedure.

Manufacturer narrative:
The reported event of an inability to connect with the implanted device was confirmed. Based on the review of the patient application logs, the application was unable to find the implanted device to establish connection. The reported event of failure to interrogate was not confirmed. The relevant files were unable to be obtained.

Event description:
Additional information received indicated the icm was explanted and replaced. The reason for explant was noted to be depletion of the icm's battery within a year of explant. Further information was requested but not received.

Event description:
Additional information received indicated the ble issue persisted and the icm could not be interrogated with multiple programmers. Additionally, the icm had no magnet response. There were no reported patient consequences.